Event description:
It was reported that on literature review outcomes following cordotomy by coblation for bilateral vocal fold immobility, 1 patient developed granulation tissue after a cordotomy by coblation procedure using a procise coblation wand. The patient underwent surgical excision. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. It was communicated that the requested clinical documentation was not available; therefore, contributing clinical factors could not be concluded and it cannot be concluded that there was a malperformance of the s+n device. With the limited information provided, the patient impact beyond the reported granulation tissue development and surgical excision cannot be determined. No further medical assessment can be rendered at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.